Event description:
(B)(4) clinical study.same case as MDR ID#: 2134265-2012-03320.the 80% stenosed and 8m long de novo target lesion was located in the proximal left circumflex artery, with a reference vessel diameter of 3mm. The target lesion treated with direct stent placement of a 3.0x12mm promus element stent and a 2.25x32mm promus element stent, resulting in 0% residual stenosis.(B)(6) 2011 - the patient experienced a st elevation myocardial infarction.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).